Manufacturer narrative:
The patient experienced peritonitis on an unreported date between (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced severe peritonitis and was hospitalized for four weeks for the event. The cause was not reported. Treatment was not reported. One day before the receipt of this report, the patient was discharged from the hospital. The patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.